Event description:
Consumer was using co's vaporizer in her son's bedroom. During the night, her son got up and tripped over the cord. He then picked up the vaporizerand tried to move it back to where it was and dropped it. He rec'd a second degree burn on his left foot.